Event description:
Healthcare professional through national breast implant registry (nbir) reported "device migration/implant malposition, change shape/size/style". This record is for the left side. Device was explanted.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: malposition and migration.